Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a bariatric sleeve gastrectomy procedure, device would not get into the ready mode. The tissue pad wore off. Another device was used to complete the procedure. There were no adverse consequences for the patient.